Event description:
Reporting status: serious injury/permanent damage/medical intervention. Reporting rationale: myocardial infarction/thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt had a graftmaster stent implanted at a different facility in 2009 for treatment of a huge, greater than 5 cm pseudoaneurysm, into a totally occluded lad. There were no procedural complications reported and the pt was discharged. The following month, the pt presented to the emergency room at a different hospital at around 7:00 p.m. With a myocardial infarction; however, the pt was not scheduled for a cath until the next day. The cath procedure found thrombus had formed inside the graftmaster stent. An angiojack was used to remove the thrombus and the area of the stent implant was ballooned for treatment. A xience v was implanted distal to the graftmaster stent and the pt blood flow was restored to a timi iii. The pt; however, remains in the hospital at this time, but is reported to be well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: thrombus and occlusion are listed as possible adverse effects in the IFU. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the MFR. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation. The device was not returned to abbott vascular for investigation and it is therefore impossible to make an informed judgement as to the root cause of the complaint.